Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified; flat crease, deformation, the weight of the device within specification. Cloudy gel color and bubbles were observed after the autoclave process. Based on the device analysis the final assessment is no issues were found related with the manufacturing process.

Event description:
Healthcare professional reported the severity of the capsular contracture as baker grade IV and implant was "ridding high". The device has been explanted.